Event description:
The pt reportedly suffers from chronic middle ear infections. In 5/2003, the pt was seen at the center. The center noted a cochlesteatoma. In 2003, the pt's device was explanted. The pt was reimplanted with another clarion device.